Event description:
It was reported that two lenses were stuck in the introducer and came out cracked and upside-down. No further details were received. This report is for the second of the two unknown lenses. For the first lens a separate report will be submitted.

Manufacturer narrative:
Age or date of birth, weight & ethnicity: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number: (B)(6). Device evaluated by MFR: other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.